Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leakage at septum on (B)(6) 2024 while the paramedic was administering fluids to bed 11, the IV indwelling needle was spilling blood down to the point where it was retracted after a successful puncture and when the core was retracted. The needle was replaced immediately. No apparent harm was caused to the patient.

Event description:
No additional information provided.

Manufacturer narrative:
DHR/bhr review lot#4081463. The products of this batch were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results met the product specifications. Review the production records with no nonconformance, deviation or rework activities. The plant has launched CAPA to investigate the leakage at the septum. No defective samples and photos have been received for the complaint. As the plant received similar complaints from other hospitals about this batch of products, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion(s): no abnormality is found in the production process. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.